Event description:
During a laparoscopic cholecystectomy, the er420 spit clips, some clips scissored when applied to cystic artery and duct. A few fell off the cystic duct. The surgeon sutured the cystic artery and duct. The rep is returning some malformed clips. There was no consequence to the pt.